Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery ""loses it's charge very quickly." The device was not in use on a patient.

Event description:
It was reported to philips that the device's battery "loses its charge very quickly." There was no patient involvement.